Event description:
It was reported that the device nurse reached out to technical services (ts) about the noisy signal oversensed on the right ventricular (rv) channel. Which resulted in pacing inhibition and inappropriate atrial tachycardia response (atr) episodes. Upon review, an insulation breach on the lead was suspected. Troubleshooting options were discussed. Bringing the patient for further evaluation was recommended. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this cardiac resynchronization therapy defibrillator (crt-d). The sensitivity settings were adjusted. At this time, the rv lead remains in service and there no adverse patient effects were reported.